Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac limb stent graft was implanted in a patient for the endovascular treatment of a mid aorta 33mm penetrating atherosclerotic ulcer (pau). It was reported that after the stent graft was placed it was ballooned with a reliant balloon. Following angio indicated filling of pau still remained, which was a possible type I or type ii endoleak. The physician re-ballooned the stent graft and subsequent angio runs showed a dissection of the aorta with extension into the left renal artery. Several more angio runs were performed and the physician determined the best course of action was to perform post op cta to confirm not rupture. The physician stated the cause of the dissection was ballooning. The cause of the endoleak into the pau is unknown; however, angio shows filling of lumbars prior to filling of pau. No additional clinical sequelae were reported and the patient will be monitored by their physician.